Manufacturer narrative:
The lift was shipped back to molift, inc more than 3 weeks after the incident. Molift group as has evaluated the product physically and via pictures. The damage of the lifter has been evaluated by the r&d department of molift group. Dents in the steel chassis in the connection between the chassis and the column confirms that the legs have not been spread to initial operating position as described in the operators manual when the lift was assembled. Investigation of the leg spreading mechanism indicates that the mechanism can have been exposed to sudden forces from the colum when this has been jammed into the base to make it stand upright even if the legs are not spread to initial operating position. It is most likely that the use of force has made the column being able to stay in an upright positon even if the lift has been assembled incorectly. Since the family never folded the lifter, but kept it in assembled mode ready to be used, the lifter has been used incorrectly constantly since the first day of use. The calculations made by molift group shows that if a lifter is being used incorrectly assembled over a long period of time lifting a pt, the weight of the pt combined with the movement of the lifter has resulted in love cycle fatigue break in the chassis, making the oclumn fall forward.